Event description:
It was reported that the cartridge was leaking from the o-ring and that an occlusion alarm occurred. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. Customer loaded a new cartridge to address the issue. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.